Event description:
It was reported that during implant, the lead helix was exercised before implant and found that it would not extend. The lead was not implanted and a new lead was used for the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analysis found that the lead stretched. Visual analysis noted that the stretched lead buckled the inner tubing and prevented the helix from functioning and that the lead was damaged at implant. Other analysis findings were that the proximal conductor had blood/body fluid (not obstructed), the inner insulation was kinked buckled, the outer insulation had a cosmetic cut and was breached cut, and there was blood in /on the helix/lobe mechanism.